Event description:
The customer reported that the ventilator would power up intermittently and was not working on battery power. The customer reported the device was not in use on patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted an prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The manufacturer's field service engineer was able to duplicate the reported problem. The service engineer replaced the power management, cpu and motor controller pcb boards to address the reported problem. Applicable final testing was performed and tests passed per operating specifications.